Event description:
A caregiver reported an issue with low readings from the abbott diabetes care (adc) device. The customer received a lower sensor scan results compared to readings obtained from a competitor's device. It is unknown whether the customer observed a trend arrow on the adc device. After consuming sugary food, the customer lost consciousness and was admitted to intensive care. According to the caregiver, the healthcare provider (hcp) diagnosed the customer as being in a comatose state. The customer received an infusion from the hcp for the diagnosis of hyperglycemia. A laboratory test showed a result of 1050 mg/dl, while the sensor reading was 130 mg/dl; however, the timing of these readings is unknown. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A valid serial number has not been provided, therefore no DHR review is possible. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.